Manufacturer narrative:
The treatment tip from the event is not available to be returned for evaluation. The data logs from the event were reviewed and showed several errors occurred during treatment. Ec781 - activation button timed out, ec785 - tip lifted prematurely, and ec78b-tip force too low. Based on available information the handpiece and system performed as expected. The investigation is ongoing.

Event description:
A user facility reported that a patient experienced a bilateral ocular burn following a thermage flx eye treatment. The patient underwent bilateral upper and lower eyelid thermage treatment. Prior to the procedure, a topical anesthetic, minims tetracaine hydrochloride 0.5% w/v, was administered. Due to the patient¿s small ocular anatomy, small-size oculo-plastik bilateral plastic eye shields were inserted. A total of 450 pulses were delivered with 225 pulses to the right eye and 225 pulses to the left eye. The treatment took approximately 2 hours to complete. The patient tolerated the procedure well reporting intermittent warmth and mild discomfort only. Immediately post-treatment the patient showed mild periorbital erythema and mild swelling. Additional supportive care after the procedure included irrigation with normal saline. The nursing record at the clinic documented that immediately after the procedure the patient did not have any significant pain and had no visual disturbances, changes in vision, or any sensation of foreign body in the eyes. The patient however stated they experienced some mild blurriness which was explained by the clinic it could be a normal temporary response. The patient chose to leave the clinic and drive home using the assisted driving feature on their vehicle. At home the patient began to experience significant pain, irritation, and further vision distress. The clinic was contacted who arranged transportation for the patient to be taken to the hospital for further observation. The patient reported to the hospital with symptoms of vision distress and epiphora. The patient was unable to open their eyes due to the severity of the symptoms. A subsequent ophthalmologist report from a week later described the diagnosis and treatment in the hospital. It stated the patient arrived at the hospital experiencing photophobia, light sensitivity, and intermittent double vision. Ophthalmic examination demonstrated mild bilateral upper and lower eyelid swelling, bilateral corneal haze, secondary dry eye disease, and a bilateral myopic shift, with refractive error changing from -1.75 diopters to -2.25 diopters in the right eye and from -1.75 diopters to -2.00 diopters in the left eye. No limbal ischemia was observed. The anterior chambers were deep and quiet, and the posterior segments were reported as healthy. Best-corrected visual acuity was 6/7.5 in both eyes. The ophthalmologist upgraded the patient's topical corticosteroid treatment to prednefrin forte four times daily in both eyes and prescribed cationorm ocular lubricant four to six times daily together with nightly vitamin a ophthalmic ointment. The clinical assessment identified bilateral superficial thermal ocular burns with extensive corneal epithelial defects and conjunctival inflammation. There was no documentation of chemical exposure, and ocular irrigation was performed in the emergency department as a precaution. Treatment included placement of bilateral bandage contact lenses, topical antibiotic and corticosteroid therapy, lubricating eye drops, cool compresses, oral analgesia as required, instructions to avoid water exposure to the eyes, and ophthalmology follow-up. The clinic reported the hospital diagnosis to solta and stated that the clinical report explicitly indicates that the radio-frequency heat penetrated/transferred through the protective barriers, causing direct thermal damage to the epithelium of both eyes. The clinic reported the event to the eye shield manufacturer and stated that the injury was caused by insufficient thermal insulation during radio-frequency treatment. The patient¿s current status is that the patient continues to experience persistent visual disturbances and ocular symptoms that affected daily activities and remains under ongoing ophthalmologic management. The patient reports the vision problems to worsen at night and is also experiencing photophobia, eye strain, and a foreign body sensation particularly during device screen use. The patient did not undergo any other procedure in the same symptom area on the procedure date or within 90 days prior. This was the second time the patient received a bilateral thermage radio-frequency skin tightening procedure. A solta medical reviewer examined images of the patient. The "before" images show the patient at baseline with calm, uninflamed eyes and naturally occurring mild infraorbital puffiness. In the "after" images, early reactive soft tissue swelling and localized edema are visible around both the upper and lower eyelids. The final clinical hospital images depict the patient in acute distress, exhibiting severe, involuntary closure of the eyelids due to intense pain, with visible medical staining and fluid tracking down the patient's cheeks from the emergency saline irrigation and topical anesthetic administration. Solta medical branded cryogen and a ½ bottle of coupling fluid was used with the highest level of treatment at 3.5. It was reported the energy was at 3.5 for a few pulses and then decreased to 3.0 for the rest of the pulses. This was the first time the treatment tip was used on a patient and it was inspected before the procedure and again after 225 pulses with no issues found.